Event description:
A discordant low valproic acid result was generated by the dimension exl with lm system for a single patient sample. The initial result was not released from the laboratory. The sample was retested and yielded a result within expectations and reported to the physician. The customer attempted to perform a second repeat; however, insufficient sample volume was encountered. There were no reports of adverse health consequences or known patient intervention due to the discordant valproic acid result.

Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc). After reviewing the instrument data, the tsc determined that the cause of the event is not known. The customer was instructed to check for proper short sample cup (ssc) alignment; no issues were detected. The tsc advised the customer to assure proper filling of the ssc. The instrument is performing within specifications. No further evaluation of the device is required.